Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported five cases of flap thickness variation, and 'unplaner' (not uniform) flap. Reporter noted that the variation was more than 25 microns. Surgery was noted to have been complete, and there was no harm reported. This report follows the fourth case. Other cases will be reported on separate manufacturer reports.